Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead dislodged and the patient had an elevated white blood cell count. The lead was successfully repositioned.